Event description:
The pt was bilaterally implanted with siltex low bleed gels on 9/5/97, subsequently it was noted that the pt had developed infections and capsular contracture in both breasts and the prosthesis were removed.